Manufacturer narrative:
Analysis of the pump found overinfusion with an undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Result code and conclusion code no longer apply.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a patient via a manufacturer¿s representative regarding an implantable intrathecal pump intended to delver compounded baclofen, 1,000 mcg/ml at 250.7 mcg/ml, and bupivacaine, 4,000 mcg/ml at 1002.7 mcg/ml, indicated for non-malignant pain and failed back surgery syndrome. It was reported that on (B)(6) 2016 the patient experienced overdose symptoms and was admitted to the hospital. The pump was replaced on (B)(6) 2016 and the issue was considered resolved; the patient¿s status was reported as alive-no injury. On (B)(6) 2016, additional information was received from the healthcare provider. It was indicated that a reservoir check was performed to troubleshoot the patient¿s symptoms, and that the healthcare provider determined that the pump was the cause of the overdose.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.